Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the patient's right ventricular lead had high defibrillation impedance. No intervention was performed. The patient will continue to be monitored. There were no patient consequences.